Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during implant of this 24mm open pivot mechanical valve, it was explanted and replaced with a valve of the same size and model. The reason for the replacement was due to the post-operative ultrasound showing that one leaflet would not open. It was stated that leaflet motion was tested with the blue actuator during the implant procedure and the valve rotated within the annulus in attempt to obtain appropriate leaflet motion. It was reported that the physician does not feel this was a case of patient prosthesis mismatch. No adverse patient effects were reported.